Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level while driving. Customer's blood glucose value was 47 and 48 mg/dl at the time of the incident. Customer stated that had allergic reaction to the sensor tape the customer was declined troubleshooting. The customer treated with soda and food. The product will not be returned for analysis.